Manufacturer narrative:
The investigation has been completed for the reported issue of difficulty inserting/removing introducer. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the difficulty inserting/removing introducer was due to patient condition related with patient having stenosis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown demographics noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The doctor attempted both sides to place the impella. The doctor attempted a long sheath, but too stenosed to passed. Then the doctor attempted short sheath but was unable to pass the impella past lesions; therefore, the insertion was aborted. The patient survived the procedure.